Event description:
It has been identified that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Photo analysis: perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, swelling and pain. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, swelling and pain. Device has been explanted.

Manufacturer narrative:
Cont e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.